Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the vns patient's device was tested at a follow up visit and revealed high lead impedance, dcdc = 7, and end of service status set to no. X-rays were sent to MFR for review, and there were no obvious anomalies visualized that could be contributing to the report of high lead impedance. No discontinuities were observed, and the connector pin appeared to be fully inserted inside the generator connector block. Further follow up with the treating physician revealed that there was no pt manipulation or trauma reported prior to the high lead impedance diagnostic test result. The physician also noted that it is believed that the new generator that was implanted in (B) (6) 2007 due to the previous generator reaching end of service, has not been working since it was implanted. However, device diagnostics performed from the date that the generator was implanted up through (B) (6) 2008 have revealed the device was functioning properly. Good faith attempts to obtain additional info from the physician regarding this belief have been made but have been unsuccessful to date.